Event description:
It was reported that the customer's insulin pump turn off automatically without alarming. It was stated that the battery was changed, and the device had strange sounds. Advised that the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a frozen display during power up as a result of a faulty component on the interface board. Further testing could not be performed due to the frozen display. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.